Manufacturer narrative:
Investigation evaluation: a product evaluation was performed only by the picture provided with this report because the product said to be involved was not provided to cook for evaluation. A photo of the lot number was not provided. The photo received shows the barrel with 3 bands remaining on it laying loosely inside the tray. There is 1 deployed band visible laying in the tray and a section of the trigger cord appears to be frayed. The tray is laying on top of the market box in the photo however, the product and lot number are not clearly visible and cannot be confirmed. No other details can be determined from the photo. The complaint is confirmed based on the photo showing only 3 bands remaining on the barrel and a deployed band laying in the tray. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the photo provided confirmed the report. However, we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
In preparation for a ligation procedure, the physician prepared a cook 6 shooter saeed multi-band ligator. It was reported that the physician found the bands were prematurely deployed and only 3 bands remained on the barrel. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.